Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inserted a new battery and received a failed battery test. After reinserting battery, he received battery out limit. Customer stated the pump alarmed after battery change and currently still alarming. The customer was assisted in clearing the alarm. The customer was advised battery cap will be replaced. Caller stated that after he called for battery out limit, the pump seemed to work fine and then showed a blank display. The customer was advised to insert a new battery, if display does not return revert to a backup plan, until replacement battery cap arrives. The customer's blood glucose was unknown.